Event description:
It was reported that the customer reported that he had high blood glucose of 515 mg/dl. Upon reviewing bolus wizard settings and basal rate, it was discovered the customer was unable to delivery full bolus suggested by the bolus wizard. Troubleshooting was performed. The drive support cap appeared normal. During manual prime, insulin exited the tubing and no air or leaks were found. The high pressure test was performed and passed. When the customer removed the infusion set from his body, it was found the cannula was bent but not occluded. Customer was advised to change the entire set, reservoir and insulin. Customer's blood glucose at the time of this report was 353 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.